Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; identification of optimal device combinations for the chimney endovascular aneurysm repair technique within the pericles registry. Salvatore t. Scali, md, a adam w. Beck, md,b giovanni torsello, md,c mario lachat, md,d paul kubilis, ms,a frank j. Veith, md ,e jason t. Lee, md, f and konstantinos p. Donas, md. Https://doi.org/10.1016/j.jvs.2017.10.080. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant iis stent graft systems were used in aortic and chimney device combinations in patients for the treatment of pararenal aortic disease between 2008 and 2014. The following adverse events were observed: type ia endoleaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.